Event description:
It was reported that a half day infusor had particulate matter embedded in the tubing of the device. This was identified before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot was manufactured from may 09, 2014 ¿ may 13, 2014. The device was received for evaluation. Visual inspection identified a black particle, approximately 0.05 square mm in size, embedded in the material of the tubing. The particle was not in contact with the fluid pathway as it was completely embedded. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.